Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath upon inserting a farawave catheter into the faradrive sheath, air was pulled into the hemostatic valve of the sheath, and air bubbles could be seen in the sheath flush port. The physician believed that a leaky valve on the sheath contributed to this event. The physician attempted to retract the farawave catheter as well as pull the faradrive sheath out of the patient as troubleshooting efforts. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath upon inserting a farawave catheter into the faradrive sheath, air was pulled into the hemostatic valve of the sheath, and air bubbles could be seen in the sheath flush port. The physician believed that a leaky valve on the sheath contributed to this event. The physician attempted to retract the farawave catheter as well as pull the faradrive sheath out of the patient as troubleshooting efforts. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a common device name: corrected the device was returned to boston scientific for analysis. Visual inspection showed a kink at the distal end of the shaft. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve hub cap were removed to examine the hemostatic valves under the microscope. No damage was noted on the external valve. However, the internal valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress.